Event description:
Patient required a ventriculoperitoneal shunt placement in the brain. A codeman certas valve was surgically placed and tested. Spontaneous flow of csf from the distal catheter was not present. The components were disconnected and separately tested with a manometer. It was determined that the valve was faulty. A new valve, also a codman certas, was opened and tested and found to be functioning appropriately. The new valve was connected and secured to the proximal and distal catheters, and there was spontaneous flow of csf from the distal catheter. FDA safety report ID# (B)(4).